Event description:
It was reported that the device reached its elective replacement indicator prematurely. The device was explanted. No patient injuries or complications were reported as a result of this event.